Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin was squirting out during priming. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the circle gear on bottom of reservoir was popped out. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during the basic occlusion test due to loose/protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test or verify prime/fill anomaly due to motor error alarm. However, device passed rewind test and displacement test. Device had minor scratched lcd window, partially broken reservoir tube lip. (B)(4).